Manufacturer narrative:
(B)(4). One of 3 emdrs. Two out of 3 samples have been reported to be available for evaluation and have been requested for evaluation. The lot numbers are unknown; therefore a batch review could not be performed. A follow-up report will be filed should any significant supplemental information become available. This product is distributed outside of the u.s. And does not have a 510k number. It is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) reporting that they experienced difficulty opening and closing three minisets (transfer sets). At the time of reporting this is all the information that was available. There was no patient involved.